Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 430 mg/dl. The user addressed bg level with a manual injection and the contact changed the cartridge/site. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected.